Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent an explant procedure due to a suspected cerebrospinal fluid (csf) leak. Symptoms were nausea, vomiting and diarrhea. No device malfunction was suspected. The patient was admitted to the emergency room. All device components were explanted and will not be returned due to hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7073492.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.